Event description:
It was reported to philips that flexvision pc grabber cards were not initialised during use on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated grabber cards: issue not recurring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).